Event description:
Reportedly the pump was prescribed for use as patient controlled analgesia pump for a post operative patient using morphine for self administered pain control. During the course of use of this pump a hospital employee instructed family members to push the patient controlled analgesia (patient's button) to keep the patient asleep to prevent the patient from awakening in pain. Subsequent to family members tampering with the patient controlled analgesia pump delivery button, the patient experienced "over-sedation, respiratory depression, respiratory arrest and cardiac arrest resulting in anoxic brain injury."